Event description:
It was reported that an alert was issued via remote patient monitoring for high, out-of-range impedance on this left ventricular lead. Boston scientific technical services (ts) review of device data indicated that impedance measurements on both this and the associated right ventricular (rv) lead had been increasing gradually over the last several months. A lead safety switch had occurred on the lv channel. No adverse patient effects were reported. This lead remains in service. The lead was later returned with no further complications reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The lead was returned severed 64 millimeters (mm) from the terminal pin. The proximal portion was returned and testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was issued via remote patient monitoring for high, out-of-range impedance on this left ventricular lead. Boston scientific technical services (ts) review of device data indicated that impedance measurements on both this and the associated right ventricular (rv) lead had been increasing gradually over the last several months. A lead safety switch had occurred on the lv channel. No adverse patient effects were reported. This lead remains in service.